Event description:
A malfunction on a pump was reported, causing no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact support again if the issue reoccurred and confirmed understanding of these instructions.